Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the speaker is not working; the mx40 had no local audio. The device was in use on a patient at the time of event.